Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed, there was no damage. Voltage test was performed and there was 0 volt. Performance data was reviewed. The allegation was confirmed due to a failure that was found. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. The patient stated that on the day of the event she was not woken up by her dexcom device for a hypoglycemic event and was found by her daughter when she was in a ¿coma¿. The daughter called to the emergencies and was informed there was a 4 hour wait for an ambulance to arrive. The daughter bought an emergency glucagon kit, which was at 1:00am according to the patient. The daughter treated the patient was glucagon, and it was not reported that more treatment was needed or that the patient needed to go to the hospital. There was no information of how much time there was between the signal loss and the onset of symptoms, but the patient stated that she was unaware of the signal loss. At the time of the report the patient was stable. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.